Manufacturer narrative:
Additional information: difficulties were not noticed when removing the protective sheath/stylette however it was believed that it most likely occurred. Product analysis: the stent was not present on the balloon and did not return for analysis. The balloon folds were expanded. Crimp impressions were not visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred in vitro. The stent balloon was used in the patient and dilated at the lesion site, located in the mid right coronary artery (rca) which exhibited no tortuosity, severe calcification and 99% stenosis. It was not noticed that the stent had dislodged until after delivery of the stent balloon to the lesion sight. The guide was inspected and the stent was not found on the guide. The stent was found halfway outside the sheath that it was packaged in which was still on the stylet. There was no damage noted to the packaging. The device was not inspected prior to use. Negative prep was performed with no issues noted. The lesion was pre-dilated. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.